Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive trouble shooting without duplicating a malfunction to the device. Review of the error log showed error messages which indicates the pads were not attached at times. This is not an indication of a device malfunction. The pads must be attached at all times for the device to perform daily, weekly, and monthly self tests. Further review of the device log found no critical errors. No accessories were returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.